Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with roche diagnostics cobas elecsys anti-tpo on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. No units of measure were provided. The first sample initially resulted in an anti-tpo value of 9 with a data flag. The sample was repeated, resulting in a value of 58. The sample was also repeated on a second analyzer, resulting in a value of 11. The result of 9 was reported outside of the laboratory. The second sample initially resulted in an anti-tpo value of 149 on (B)(6) 2022. The sample was repeated twice on (B)(6) 2022, resulting in values of 234 and 151. The anti-tpo reagent lot number was 636579, with an expiration date of 31-jan-2023.